Event description:
Intra-operatively, the patient's head slipped in the mayfield fixation device (2 pins were noted not to be intact with the patient's scalp) causing minor scalp lacerations (no staples/sutures required). The surgeon felt it was not due to user error, but malfunctioning equipment.======================manufacturer response for skull fixation device, mayfield, triad (per site reporter).======================will be investigating event.